Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Periprosthetic fracture was also confirmed by a medical review. Device evaluation and results: a visual inspection was performed by a material analysis engineer which noted. The device was examined with the aid of a stereo microscope at magnifications up to 50x. Damages observed along the stem are consistent with cement mantle breakdown and explantation. The fracture origin, approximate direction of the fracture from the lateral side towards the medial side of the stem and final fracture. The proximal side of the device was further analyzed using the scanning electron microscope (sem). The mar concluded; the exeter stem fractured in fatigue. Eds was performed on the proximal stem and found to be consistent with an astm f1586 alloy. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided x-rays and the mar by a clinical consultant concluded: procedure-related factors: proximal lateral cement mantle defects around stem greater trochanteric pseudarthrosis after failed healing of trochanteric slice osteotomy cup malposition in near absent anteversion. Patient-related factors no info. Device-related factors: none as also supported by mar findings. Diagnosis: three major overload contributing factors were active around the proximal exeter stem body with proximal lateral cement mantle defects around stem, a greater trochanteric pseudarthrosis after failed healing of trochanteric slice osteotomy and cup malposition in near absent anteversion, all in concert contributing to fatigue accumulation around a stem with loss of bone support ending in a fatigue fracture exactly at the level of peak overload requiring revision. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review concluded; three major overload contributing factors were active around the proximal exeter stem body with proximal lateral cement mantle defects around stem, a greater trochanteric pseudarthrosis after failed healing of trochanteric slice osteotomy and cup malposition in near absent anteversion, all in concert contributing to fatigue accumulation around a stem with loss of bone support ending in a fatigue fracture exactly at the level of peak overload requiring revision. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient presented in the ER with pain. It was reported that the exeter stem was cracked. It was reported that this stem had been implanted in (B)(6) 2014. It was reported that on (B)(6) 2017 the patient was converted to a restoration modular.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented in the ER with pain. It was reported that the exeter stem was cracked. It was reported that this stem had been implanted in (B)(6) 2014. It was reported that on (B)(6) 2017 the patient was converted to a restoration modular.